Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a bent patient line tubing located at the patient connector on both samples. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "solution squirted out between the area where the patient line tube and the cream hard plastic with ridges inserts". This occurred during priming of peritoneal dialysis therapy. The patient contacted renal technical support (rts) and was advised to change cassettes and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.